Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred. The patient was connected at the time of the alarm. This occurred during fill 14 of 14 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A sample therapy was performed using the device with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.